Event description:
Broken nail in pt, unsure of exact date this happened. Duration implant in pt is 5 months. Removed broken nail and implanted new gamma3.

Manufacturer narrative:
Additional info has been requested. Once the investigation has been completed any additional info will be reported in a supplemental report.